Event description:
A hospital in (B)(6) reported that an (B)(4) infant breathing circuit failed a ventilator leak test. This was discovered prior to patient use.

Manufacturer narrative:
(B)(4). The complaint breathing circuit is currently en route to fisher & paykel healthcare. We will provide a follow-up report upon receipt of the breathing circuit and completion of our investigation.